Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 275cc saline, catalog: 3501640. (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation revision with mentor smooth round moderate profile 275cc saline breast prostheses. Left breast prosthesis deflation and right breast capsular contracture were determined. As a result, the patient was scheduled to undergo removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.